Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for mulitple analytes for eight (8) patient samples assayed on a unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results recovered low outside of the laboratory's established ranges at the time of the event. The customer reassayed the eight (8) patient samples on the other analyzer in the laboratory. The repeat analyses recovered higher for all analytes for all patient samples.

Manufacturer narrative:
Bec had performed troubleshooting activities with the customer via telephone. It was discovered that the cover for the sample wheel was mistakenly not in place. The customer seated the cover for the sample wheel back in place and ran quality control samples on the analyzer. All quality control results recovered within the laboratory's established ranges. The analyzer instructions for use (bec part number a13914af, april 2010) states that the system should be operated with all covers in place. The root cause for this event is attributable to use error.